Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia with sensor and manual glucose readings peaking at approximately 442 mg/dl and remaining above 180 mg/dl for about 12 hours despite insulin delivery, with multiple infusion set and site changes and guidance to follow the ketone action plan and contact the healthcare provider. Symptoms included prolonged elevated blood glucose without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included customer counseling, repeated troubleshooting, infusion set replacements, and eventual return of glucose values to range without emergency care or hospitalization. Investigation included product-use troubleshooting, review of insulin delivery history, and assessment of infusion set performance and site integrity. Investigation of this case revealed suspected infusion set or catheter site performance issues given repeated site changes and lack of glycemic response, while the pump continued to function and deliver insulin as logged. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be confirmed to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.